Manufacturer narrative:
The pump passed the displacement, operating currents, self test, off no power and unexpected restart error tests. Unable to perform the rewind, basic occlusion, occlusion, prime or excessive no delivery alarm tests due to a cracked end cap. Unable to verify the motor error alarm due to a cracked end cap. However, the motor passed the motor test. The pump was received with minor scratches on the display window, a cracked case at the display window corner and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a motor error from the insulin pump. The customer's blood glucose reading was 177 mg/dl. The customer reported motor error during rewind. The customer stated that the drive support cap is sticking out. The customer reported motor error occurred 3 times in the last 30 days. The insulin pump will be returned for analysis.